Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr replaced the poppets and bellows for internal probe wash and cuvette wash pump which resolved the issue. There have been no further reports of discrepant patient results from the customer since the replacement. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a, patient identifier: (B)(6).

Event description:
The customer observed falsely decreased results on the architect c4000 processing module. Sid (B)(6). Sodium: initial result <100 mmol/l, repeat results 134 and 138 mmol/l (135 - 145 mmol/l reference range). Potassium: initial result 2.0 mmol/l, repeat results 2.1, 2.3, 3.5 and 3.6 mmol/l (3.5 - 5.5 mmol/l reference range). Chloride: initial result 58 mmol/l, repeat results 65 and 103 mmol/l (98 - 110 mmol/l reference range). Calcium: initial result 4.5 mg/dl, repeat results 8.9 mg/dl twice (8.5 - 10.5 mg/dl reference range). No adverse impact to patient management was reported.